Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info regarding occlusion alarms and multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during bolus and basal delivery. Customer's blood glucose level was impacted. Customer was able to load a new cartridge successfully and resume insulin delivery.